Event description:
Reportedly, the programming head is not functional. The leds do not light up when the inductive telemetry head is placed over a device, and no initialization messages are displayed. The subject programming head should be returned for analysis.

Manufacturer narrative:
D10 was missing in the initial report. Testing of the returned cpr3 head did not reveal any anomaly.

Event description:
Reportedly, the programming head is not functional. The leds do not light up when the inductive telemetry head is placed over a device, and no initialization messages are displayed. The subject programming head should be returned for analysis.

Event description:
Reportedly, the programming head is not functional. The leds do not light up when the inductive telemetry head is placed over a device, and no initialization messages are displayed. The subject programming head should be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.